Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to higher than programmed output. The stored electrograms (egm) do not show a true loss of capture (loc). The programmed threshold is trending upward from 0.6v (volts) at the last clinic visit to currently at 2.5v. At this time, this right ventricular lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).